Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the clip was removed during left lung segmentectomy by videothoracoscopy, the artery began to bleed due to a complete stapling. The surgeon staple and sever a branch of the pulmonary artery. A thoracotomy was done to control the bleeding on an emergency basis.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual evaluation of the reloads noted that each unit was fully fired. Flush to sub flush staple pushers relative to the staple cartridge were observed on each cartridge surface. Replication of the flush to sub flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the clip was removed during left lung segmentectomy by videothoracoscopy, the artery began to bleed due to a incomplete stapling. The surgeon staple and sever a branch of the pulmonary artery. A thoracotomy was done to control the bleeding on an emergency basis. The current status of the patient is unknown.